Event description:
It was reported to boston scientific corporation on october 08, 2008, that a wallstent rx biliary endoprosthesis was placed in 2004, (male patient; weight is unknown). According to the complainant, the following year, the patient was assessed for stent impaction; the event was noted as "mild in severity, serious, and definitely related to the device." It was further reported that the wallstent rx biliary endoprosthesis device was removed the following month, and replaced with a plastic stent (unknown device), which resolved the event.

Manufacturer narrative:
The source of the event info is an investigator-initiated study, "biliary metal stent removal - a comprehensive retrospective case review". The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the device is not available for return.